Event description:
It was reported there were two m6 discs explanted during a surgical procedure on (B)(6) 2026. No additional information was provided.

Manufacturer narrative:
Additional information and device return has been requested. No additional information is available at this time. If additional information is provided or the device is returned a follow up report will be submitted at that time.